Event description:
Pt presented with wound drainage, fevers, cellulitis, erythema and drainage of pus from the wound site upon palpitation. The device was explanted, and the pt was treated with duragesic patches and vicoden while hospitalized. The pt has another device implanted several months later, and as of the date of the report from the health care provider, appeared to be doing well with the new device with no signs of infection. A follow-up letter has been sent to the health care provider for further info on this event.